Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced an elevated blood glucose (bg) level that was displayed as "high"; although a specific value was not provided. The customer attempted to administered a bolus via the pump to address the bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.